Event description:
Customer's parent called to report the driver arm was no longer holding the reservoir. It was stated when the infusion set was changed the driver arms were ok and the insulin exited. Later on, the bgs were reading hi on the meter. Customer was disconnected from the pump. This is when they noticed that the thin arm was completely loose. A circle metal piece between the arms was loose. Device had not been dropped, bumped, or exposed to moisture.